Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced symptomatic cerebral infarction. It was initially reported that during catheter manipulation within the patient's cardiac cavity, wire breakage occurred in both catheters, and they were replaced. It was also noted during priming the tubing set, microbubbles occurred during priming. As it was difficult to remove the microbubbles by flushing, the tubing set was replaced with a new one. Then it was reported that after ablation using the varipulse catheter, the physician commented that the remaining volume of saline solution seemed larger than expected relative to the number of ablations conducted. The biosense webster inc field service engineer (fse) was contacted and backup arrangements were made. During and after the procedure, verification was performed; however, the issue could not be reproduced with the ngen pump. With varipulse outside the patient¿s body, it was visually confirmed that the flow rate changed appropriately under low and high settings, as well as during flushing. It was reported that during the previous case, a 1000 ml saline bag was used (approximately 200 ml was used in that case), and an additional 500 ml bag was connected and used. Air was also purged from the saline bag; therefore, on visual inspection, the remaining volume appeared excessive. It was determined that when the remaining volume of the 1000 ml bag was transferred entirely to the 500 ml bag after the procedure, approximately 500 ml remained. (In reality, approximately 800 ml had been used.) Review of the study data showed that there were 62 ablation applications (18 of which were incomplete). With each ablation set at 30 seconds and a flow rate of 30 ml/min, even assuming only the completed ablations (3 out of 3 ablations), approximately 660 ml would have been used. When adding low-flow periods and flushing during catheter replacement, the estimated total irrigation volume would be approximately 700¿800 ml. Given this, if 500 ml remained after the procedure, the usage volume with varipulse does not appear to be significantly different from expectations. As a future countermeasure, a proposal has been made not to fully fill the chamber with saline, in order to allow visualization of drip flow. Then it was reported that patient had a cerebral infarction. Approximately four to five hours after the patient left the room, a magnetic resonance imaging (MRI) was performed due to decreased grip strength in the left hand, and cerebral infarction was identified. Approximately two hours later, the attending physician indicated that the cerebral infarction was mild and was already showing signs of recovery. Although the patient had initially been unable to maintain elevation of the left arm, improvement was observed, and the patient was able to sustain arm elevation. However, as laterality remained and symptoms were still present, transfer to another hospital was planned. The physician expressed concern regarding the fact that catheter replacement was performed more frequently than usual. (Varipulse was inserted then varipulse was exchanged due to troubleshooting then varipulse was exchanged due to wire fracture then switched to octaray for post-map then switched back to varipulse for gap ablation. A total of four catheter exchanges were performed.) The physician also concerned that the irrigation volume appeared to be lower than expected. (Although this is described in the complaint details, the irrigation volume appears to have actually been delivered at the expected level.) The activated clotting time (act) was managed so as not to fall significantly below 350. Anticoagulant therapy with lixiana was continued. A total of 44 ablations were completed successfully, and 18 ablations were incomplete (one out of three applications). 33 ablations were performed within the pulmonary veins and 2 ablation for the left posterior wall. During pulmonary vein isolation and box isolation, the cardiac rhythm was atrial fibrillation. Additional ablation was performed under sinus rhythm. There was no evidence of char/thrombus/clot during the procedure. However, no pre ablation thrombus check was performed. This was a varipulse plus case. On 10-jun-2026, additional information was received confirming there were no pump/irrigation malfunctions and that a saline bag from a previous case was used. It was also confirmed that the 2 varipulse catheters that were replaced because of wire breakage performed ablations. Based on the additional information received on 10-jun-2026 the event has been reassessed to also be MDR reportable against the additional 2 varipulse catheters used during the procedure as they also delivered ablation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: this event was previously reported under one (1) varipulse catheter under manufacturer report number 3013300026-2026-01811. Manufacturer's ref. # (B)(4).